Event description:
"S/p b infra subgl gels (? Type/size - no records) for augmentation. Pt noted lumps on l 2 wks ago and obtained mammogram which shows the lump. Denies h/o trauma but reports increased/decreased firmness of breasts (increase with sunex posture). Denies local c/o's or decreased size but c/o some systemic probs over the yrs including arthralgias, myalgias, paresthesias, fatigue, sleep disturb, hot flashes/chills, headaches, visual disturb, memory probs, shingles, wgt gain and easy bruising. Pt is otherwise healthy."